Event description:
It was reported by service report that the foot motor controls were not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard membrane, control panel.